Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence. The customer reloaded the cartridge to resolve the issue. It was also reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Customer's blood glucose level was in 161-162 mg/dl range.